Manufacturer narrative:
The above mentioned device (sabre 2400) will be returned to conmed, however, receipt date and time to evaluate the device will exceed the 30 day filing period for this MDR (#00010). This MDR will be filed with the info we currently possess to meet the 30 day filing period. Any add'l info will be forwarded to the FDA via a supplemental MDR.

Event description:
During breast biopsy, physician was cauterizing with pencil in one hand and using a ratec sponge in his other hand. Physician stopped cauterizing and leaned over pt to examine surgery sight for bleeding. As he did, the pencil burned a small hole in the physician's garment. The fire was quickly put out. No one was harmed. The physician was not certain if he had accidently activated the device as he was examining the pt.